Event description:
The facility reported a pump with an unknown pump failure. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary: the reported condition of an unknown pump failure was confirmed. Inspection of the device found failure code 570:320:844:0000 in the pump's event history. This was caused by depleted and potentially damaged batteries that were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.